Event description:
It was reported that the pt experienced "a lot of spasms and her tone is higher than what it was before the pump was implanted". The pt's right leg was rigid as well. It was later reported that it was unknown if there was a pump or catheter issue. The pt had a vp shunt which required a revision. The shunt helped decrease the pt's pain, but not the spasticity. It was believed the pt experienced a "possible paradoxical reaction to the medication" which "resulted in increased spasticity of the affected leg." The pt experienced pain in the right leg. The hcp stopped the pump "right away" and the pt's tone started to improve but was not completely back to baseline. The lioresal was removed and the pump was filled with preservative-free normal saline "for now."

Event description:
Additional information: it was further reported on (B)(6) 2011 that the plan was to explant the pump in (B)(6) 2011 due to it was later reported it was believed the pump was removed in (B)(6) as planned.

Manufacturer narrative:
(B)(4).